Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 15 may 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the lens was received cut in half with no further cosmetic defects before and after cleaning. No defects that could contribute to visual issues were observed. Based on the returned condition of the lens no further evaluation could be performed. The complaint issue was not confirmed during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was dissatisfied with their visual acuity following intraocular lens (iol) implantation. The iol was explanted. No further information provided.

Manufacturer narrative:
Patient date of birth, age 7 ethnicity unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Date of event: unknown/not provided. But the best estimate date is between 04 nov 2022 and 27 feb 2023. Initial reporter email address: unknown/not provided, as information was asked but not provided. Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.